Event description:
At connection site of enteralife infinity pump formula was leaking out at the connection. Connection was checked and replaced. Returned an hour later and it was noted to have a ring of wetness around 2-3 inches wide. This facility has had multiple problems with this device and has been in ongoing contact with the manufacturer. It is unknown why these problems are occurring. Patients experience a delay in nutritional therapy with these events.